Event description:
On (B)(6) 2025, the user experienced hyperglycemia while wearing the ilet bionic pancreas. The user reported blood glucose levels around 1000 mg/dl that did not respond to correction attempts. The user was transported to the hospital and treated with IV insulin therapy. The user was discharged (B)(6) 2025. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.